Event description:
It was reported to philips that the system's button was activated, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The philips fse inspected the system on site and confirmed the issue. As part of the troubleshooting process, the rse reviewed the logs and identified a potential issue with the injector switch. To address this, the rse instructed the customer to check and unplug the component, after which the issue was resolved upon re-plugging. During the onsite visit, the philips fse could not duplicate the reported issue. However, as a preventive measure, the fse swapped the exam room footswitch with the control room footswitch. The system was then returned to use in good working order. The codes of investigation updated based on investigation outcome.